Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and kidney problems and cysts on the kidneys. The patient did receive medical intervention and had an ultrasound. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.